Event description:
The customer reported that this patient's dual chamber pacemaker was in atrial fibrillation (with 100 ohm impedances in bipolar on this ra lead). This ra lead was capped and the pacemaker was programmed to vvir. No adverse pt effects reported. The lead was actively implanted for approximately 12 years, 5 months.

Manufacturer narrative:
The lead was capped (with no adverse pt effects reported), and will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.